Manufacturer narrative:
Insulin pump passed the displacement test and self test no unexpected alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had displayable history crc check failed on startup. The customer¿s blood glucose was 101 mg/dl to 130 mg/dl at the time of incident. Customer reports they was able to clear the alarm. Customer reports the insulin pump did not require rewind. Customer able to complete rewind. Customer states the alarm did occur during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.